Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra meter powered off during use. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said, the issue started on (B) (6) at 8 am. The pt said, she had less food and/or drink that afternoon due to the issue and on (B) (6) at 8 am did not take her humulin r insulin based on a sliding scale, which she usually takes once daily. She says, she developed symptoms of frequency urination about 8 hours after the product issue started. She did not say how she resolved the symptoms, if she did. According to the troubleshooting performed with customer service, there was no misuse of the product. The batteries needed to be replaced. This complaint is being reported because, the pt alleged the meter powered off during use and took action based on the product issue that may have caused her symptoms or delayed treatment for her symptoms, which were indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.